Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech isolated the issue to the hi/low limit switch. He adjusted the hi/low limit switch to repair the bed.